Event description:
The facility reported that the pump had an inaccurate flow biomedical engineer testing. During service, the baxter technician reported that the device underdelivered. The hospital representative stated there was no report of pt incident since the last baxter service event. No add'l contacts were provided.